Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 15-oct-2018 with the following findings: during investigation, no damage was found to the battery compartment, and the battery cap was not returned with the pump. A test battery cap was used for testing and attached securely to the pump. A crack was found in the pump casing. The pump failed to power up. The pump was opened and moisture damage was found on the printed circuit board. There was no power to the pump due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.